Event description:
During surgery, the ojeman cortical stimulator (ocs2) stopped working. Surgery had to be stopped. A part of the tumor could not be "delited." Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.